Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient reported that they had developed an infection on their left hip due to a pod they had worn from (B)(6) 2022 to (B)(6) 2022. The patient reported that their blood glucose levels reached 265 mg/dl during this event. The patient sought medical treatment from their primary care physician (pcp) on (B)(6) 2022. Starting from (B)(6) 2022 the patient has visited their physician every monday, wednesday, and friday for ongoing monitoring and treatment of the infection. The patient removed their pod before seeing the pcp. The patient was diagnosed with cellulitis. The patient reported they the also had been diagnosed separately with lupus. To treat the patient for cellulitis during their visits the pcp would lance and drain the site. The patient was initially prescribed cephalexin 500mg, to take four times daily on (B)(6) 2022. The patient reported that the infection worsened during this treatment after three days. The patient was prescribed sulfameth trimethoprim 800mg to take two times daily on (B)(6) 2022 but stopped taking it on (B)(6) 2022. The patient was prescribed doxycycline 100mg to take two times daily and amoxicillin 875mg to take two times daily. The patient reported that she would refill those prescriptions after 10 days of use. The patient reported to insulet that they had visited their pcp a total of 7 times to treat this infection. The dates were on (B)(6) 2022.